Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by reloading the same cartridge.